Event description:
It was reported that while mowing the lawn, this patient received an inappropriate shock from this subcutaneous implantable defibrillator (s-ICD) electrode in the alternate sensing vector. The patient was subsequently evaluated in-clinic where three additional untreated episodes of myopotential over-sensing were noted. Additionally, the smartpass feature was automatically disabled due to variable amplitude morphology. The physician tested the other sensing vectors which showed similar evidence of myopotential noise. Technical services (ts) was contacted and provided further recommendations for isometric testing and diagnostic imaging to assess the s-ICD system. A potential upgrade to a transvenous system was also discussed, should it be clinically appropriate for the patient. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that while mowing the lawn, this patient received an inappropriate shock from this subcutaneous implantable defibrillator (s-ICD) electrode in the alternate sensing vector. The patient was subsequently evaluated in-clinic where three additional untreated episodes of myopotential over-sensing were noted. Additionally, the smartpass feature was automatically disabled due to variable amplitude morphology. The physician tested the other sensing vectors which showed similar evidence of myopotential noise. Technical services (ts) was contacted and provided further recommendations for isometric testing and diagnostic imaging to assess the s-ICD system. A potential upgrade to a transvenous system was also discussed, should it be clinically appropriate for the patient. The physician elected to reprogram the device to the secondary sensing vector with the smartpass feature on to resolve the event. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.